Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to bacterial infection. Reportedly, the leads could not be extracted and will be referred to another facility. No additional adverse patient effects were reported. The rv lead was surgically abandoned.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited bacterial infection. Reportedly, the ICD was removed successfully but the leads could not be extracted. A revision was performed, and the ICD was explanted then the rv lead and right atrial (ra) lead were surgically abandoned. No additional adverse patient effects were reported. The rv lead will not be returned.

Manufacturer narrative:
This report is being submitted to correct the describe event or problem field (b5) in section b, device codes field (f10) in section f, patient codes field (f10) in section f, device codes field (h6) in section h and patient codes field (h6) in section h.